Manufacturer narrative:
(B)(4). Date of initial report: 12/17/2015. Date of follow-up report: 01/25/2016.

Event description:
The patient was admitted to the hospital post procedure because 4 liters of oxygen via cannula was required. Patient was discharged on (B)(6) 2015. On (B)(6) 2015 the patient had a nonconclusive pulmonary embolism involving segmental arterial branches in the rul lingual and left base. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was treated with chest tube placement. If additional formation pertinent to the incident is obtained a follow-up report will be submitted.